Manufacturer narrative:
The insulin pump failed the displacement test due to out of phase motor encoder signal. No motor error alarms were noted.

Event description:
The customer called to report an alarm on the insulin pump. The customer then stated that he changed the infusion set the night before and he somehow infused the entire amount of insulin into his body. The customer did not know how it happened. Troubleshooting was performed and all bolus histories were correct. There were several no delivery alarms in the alarm history, as well as low reservoir and motor error alarms. The displacement test was attempted, but the insulin pump kept alarming during the rewind. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.